Event description:
It was reported via repair work order that the footend brakes were not holding due to both caster stems being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.